Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, a21 test and all operating current test were normal. The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly noted. No damage inside the insulin pump noted. The insulin pump had no unexpected low battery, bad battery, weak battery, battery out of limit, off no power alarm, losing power or turning off the screen noted during our testing. The insulin pump was received with cracked display window corner, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump experienced low battery alerts. The customer's blood glucose level was 117 mg/dl at the time of the incident. The customer stated that they used 23 batteries in one day and the issue was not resolved. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.